Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited a decrease in pacing and shock lead impedance measurements, a decrease in r-wave amplitude, and an increase in threshold measurements. The night after implantation, this ICD showed oversensing, pacing inhibition, and a heart rate of 30 beats per minute (bpm). An attempt to recreate the noise and pacing inhibition was unsuccessful. An x-ray scan was performed, that did not reveal any abnormality. Technical services (ts) discussed troubleshooting options to prevent further patient symptoms. No additional adverse patient effects were reported. This ICD remains in service.